Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s current blood glucose value was 47 mg/dl. The customer did not experienced symptoms of low blood glucose value. Customer treated low blood glucose level with food. The customer was using auto mode at the time of incident. Customer reported that the insulin pump were exposed to strong magnetic field. Customer was performed displacement test and it was passed. No further complications were reported. The customer will continue to use the device.